Event description:
It was reported that the customer first went to the emergency room and was subsequently hospitalized due to a high blood glucose level, reaching 469 mg/dl. The customer received treatment with intravenous fluids of saline and insulin, which resolved the issue. There was no reported injury or permanent damage, and the pump was functioning as intended. However, the customer had not yet been released from the hospital at the time of reporting. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.